Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6) implanted: (B)(6) 2021 explanted: (B)(6) 2025 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 01-sep-2023, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving hydromorphone (3 mg/ml at 0.4 mg/day) and bupivacaine via an implanted pump. The indication for pump use was non-malignant pain. It was reported that the patient was new to the practice as they had just moved from another state. The patient reported that they felt less effectiveness/loss of relief from the pump over the last couple of months. When the healthcare provider attempted to interrogate the pump to verify the medications, they could not communicate with the device. The patient was placed under fluoroscopy/x-ray, and they were able to ascertain that the pump was flipped over. The environmental, external, or patient factor that may have led or contributed to the issue was noted to be that the patient had moved and had been moving boxes and other household items. Surgery was scheduled for (B)(6) 2025. Additional information was received on (B)(6) 2025, from a healthcare provider via a company representative who reported that the pump was found flipped and the catheter was found kinked. During the procedure, the pump and the pump portion of the catheter were replaced. The issue was noted to be resolved, and it was indicated that the healthcare provider had no further information to provide regarding the event.